Event description:
It was reported that the caregiver encountered an occlusion followed by repeated alert 38 motor stall alarms during a supply change, the pump would not proceed with rewind, and insulin delivery stopped for at least 30 minutes, consistent with a failure to infuse involving the motor component; a replacement ilet was arranged and use of the device was discontinued. Symptoms included no clinical signs, symptoms, or conditions at the time of the report. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed a communications-related problem associated with a component failure leading to failure to infuse, with the motor identified as the implicated component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.